Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital, (B)(6) medical college. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes that there was foreign matter in tube; biological and non-biological. This occurred 2 times. The following information was provided by the initial reporter: stage: after opening the package. Defect: obvious foreign matter (black spots) in the blood collection tube.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 26-oct-2023 h.6. Investigation summary: this complaint has been confirmed. Bd received two (2) samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter (fm) was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed. There are black specks in the sidewall of the tube. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm in the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10

Event description:
It was reported that while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes that there was foreign matter in tube; biological and non-biological. This occurred 2 times. The following information was provided by the initial reporter: stage: after opening the package defect: obvious foreign matter (black spots) in the blood collection tube